Manufacturer narrative:
It was reported that the patient's pressure injuries have since healed. Hollister incorporated has not been made aware that this was a product malfunction. No additional information was provided nor was the device returned by the end user, so no definitive root cause can be concluded without further event information.

Event description:
It was reported that anchor fast was used on a patient with acute respiratory distress syndrome while the patient was lying in the prone position in a rotoprone bed. After 24 hours in the prone position, the anchorfast was removed and bilateral pressure injuries were found present on the cheeks under the anchorfast. The bilateral pressure injuries were present at the level of the bony prominences and were staged to be stage iii.